Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. Initial reporter name and address: phone number; (B)(6).